Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 and ps2 connectors were repaired, all circuit boards and connectors were reseated and the system software was updated/reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a communication failure error message when pushing the foot pedal. This error message will likely result in a system lock-up or shut down. There is no report of patient injury associated with this event.